Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with no damage observed on the pump. No issues were found when reviewing the device's event history log. Accuracy testing was performed in order to confirm the reported issue of delivery accuracy. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd legacy plus the customer was replacing the cassette with another one, the medication reservoir's remaining capacity indicated on the screen was 12.8 ml, but the actual one was about 17 ml. No adverse patient effects.